Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.

Event description:
It was reported that the event occurred in the oncology treatment center. The nurse checked for permeability of the catheter and it was working fine. She then administered medications followed by 250 ml of saline. A 5-10 minute delay went by and they placed a pump on the peripherally inserted central catheter (PICC). The pump did not work and alarmed. The pt was taken to radiology to check for proper placement of the PICC. The placement was confirmed as correct. There was a 48 hour delay and the PICC was replaced and the final treatment given to the pt. There was no pt injury due to the delay. No pt complications or death were reported.